Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump was empty and the pump was alarming on (B)(6) 2019. It was noted the patient was going through withdrawal. The patients sister got into a car wreck and could not give the patient a ride to the healthcare provider. The patient missed a refill last week. The patient was brought to the emergency room and were treated with oral baclofen and gabapentin. It was noted the patient is generally very stiff as they also have scoliosis along with their cerebral palsy but the patient's legs were jumping like crazy "like you hit a normal person's reflex." Normally the patient was stiff, cannot walk, and drawn into a seated position when there is drug in the pump. The patient was not feeling well, and the patient was not wanting to do things, sluggish and the patient was normally active. It was noted the pump alarm date was (B)(6) 2019. It was noted the patient had missed several of their past appointments. The issue was not resolved. No further complications were reported.